Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. When the patient connected their patient programmer with their ins, it was discovered their stimulation was off. The patient didn't know why or how the stimulation got turned off. Patient education was provided and the stimulation was successfully turned on. Patient stated they were not feeling stimulation. The patient increased stimulation, but did not tell patient services what level they stopped at. The hospital nurse got on the phone and reported that the patient was feeling stimulation. Nurse inquired what programming the patient should be set at. They were redirected to discuss programming with their healthcare provider. The nurse confirmed the reason for calling was resolved. No further complications were reported or anticipated.